Manufacturer narrative:
The reported field event of premature battery depletion could not be confirmed in the lab. A longevity calculation was performed, and the battery depletion was normal based on the device usage. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
Related manufacturer reference number:2017865-2024-40133. It was reported that the implantable cardioverter defibrillator exhibited premature battery depletion and the left ventricular lead exhibited high capture thresholds. The device was explanted and replaced no intervention was performed on the lv lead. The patient was in recovering condition.